Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on april 2 with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 416 mg/dl and 414 mg/dl. The customer was treated with subcutaneous shots in the hospital. Customer states they experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer states auto mode feature was inactive. Customer states insulin pump had audio issue. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected constant buzzing when removing the test battery noted. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.